Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided, brand name unknown / not provided, catalog and lot number unknown / not provided, UDI not available, and PMA/510(k) number not available.

Event description:
It was reported screw fracture.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet screw were not returned. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using associated IFU/rm files. Functional testing could not be performed because the products were not returned. Pre-existing patient conditions, tooth location, implantation period, x-ray or picture images are irrelevant to this investigation. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction could not be verified, and the reported event was non-verifiable.